Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath bench. The end-user is unwilling to return the device. We will be unable to evaluate for root cause. End-user was sitting on the device in the shower. It cracked and she fell. Emts and fire department personnel had to assist her in getting up. She did not seek medical attention. She was sore and bruised after incident. End-user hit her head on the shower. She had a bump on her head. We are filing this report in an overabundance of caution due to the head injury.